Event description:
Reportedly, the instrument fired as normal, however, when they went to wash out the rectum it was noticed that no staples had formed. Some stray staples were found in the pt's pelvis, but they could not determine if they were closed down (formed) or not. The surgeon sutured the rectal stump and performed a colostomy.